Event description:
The patient stated the device no longer worked after she had been tased. Upon inspection, one of the leads was severed and the device in the patient was replaced on (B)(6) 2015. It was later reported on (B)(6) 2015 that the old lead was completely removed. The lead was broken closer to the implantable neurostimulator (ins). It was unclear whether the lead was fractured do to the tasing. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).